Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). Oaz requested the facility three times to provide more information regarding reprocessing, however the facility did not provide and oaz could not obtain it. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing, unspecified microbes were detected from the subject device. Olympus (B)(4) checked the subject device and found the subject device had no fault. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.